Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The manufacturer¿s service technician confirmed the reported flow measurement inaccuracy. The manufacturer¿s service technician replaced the flow sensor assembly to address the reported problem. The customer returned gds had an airflow sensor u1 with an offset that caused the air and o2 flow accuracy tests to fail. Replacing the airflow sensor resolved the issue and the air and o2 flow accuracy tests passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s service technician reported that the flow sensor was measuring out of specification. There was no patient involvement.